Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe's cutting was weak during a vitrectomy procedure. The probe's aspiration was functioning. The product was replaced and the procedure was completed. The product sample is available. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there were five additional complaints associated with the lot for the reported issue. One 23 gauge probe sample was returned for evaluation for the report of weak cutting. The complaint sample was visually inspected and deemed conforming. Cut testing was performed and deemed nonconforming with no cutting. The probe was disassembled and the components inspected. There is approximately twenty (20) minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area and cutting edge of the inner cutter. The complaint evaluation confirmed the cutting function was nonconforming. The exact reason for the poor cutting could not be determined from this evaluation. The most likely root cause of the poor cutting appears to be from a worn or damaged inner cutter from its use. The cutter quality may have deteriorated during its approximately 20 minutes of use compared with the vitrectomy portion of the procedure which is typically less than 20 minutes. The wear marks on the inner cutter also support the performance deterioration. An investigation has been completed and actions taken to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. No additional action is required at this time. (B)(4).